Event description:
During verification testing at the mfg site, it was noted that the tubing had separated from the leg of the clave y-site.

Manufacturer narrative:
One used device was evaluated. Testing found the tubing separated from the leg of the clave y-site. This was due to insufficient solvent application. Mfg personnel at the mfg facility will be informed of the correct solvent application method during the mfg process. The event that is being reported was noted during verification testing; therefore, user facility event problem codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)